Event description:
This is a report of a patient who experienced peritonitis. On an unknown date, the patient had a break in aseptic technique, which was described as the patient did not wear a mask and the surrounding area was not cleaned before the patient started pd therapy. On the same day, the patient was hospitalized for the event. On an unknwon date, the patient received vancomycin 1gm and fortum 1gm (routes and frequencies not reported), as treatment for the peritonitis. It was unknown if the patient recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
Complaint no: (B)(4). The peritonitis was a use error reported to be a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.